Event description:
Pt had venous lifeport implanted in 2000 and removed approx 2 months later due to malfunction. Surgeon was unclear on why port failed, but relayed that this was not an unexpected result for this particular pt. Port sent to lab for evaluation. MFR notified on 06/28/2000.